Event description:
It was reported that during the pre-use check of the tracheostomy tube to assess function of the cuff. Cuff did not fully inflate despite significant air added to the cuff and manipulation of the cuff. No injury or intervention.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problems or issues were identified during the device history record review. One sample was received in used conditions, without original packaging. During the functional testing the sample was inflated with air, the cuff only inflated one side. According to the instruction for use the pilot balloon was manipulated, cuff was inflated one side after manipulated, complaint was confirmed. Root cause related to manufacturing process. A corrective and preventative action was opened to address the reported issue.